Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the analyzer was having sensing issues. The analyzer passed incoming testing.

Event description:
It was reported that, during a check of leads with known good thresholds, a weak ventricular signal was seen, but was not being measured by the analyzer. A replacement cable was used and an attempt to connect in a unipolar configuration was made, but the issue persisted. The leads were connected to a different analyzer, which allowed normal sensing to be obtained. The analyzer was returned for service. No patient complications have been reported as a result of this event.